Manufacturer narrative:
Additional information in regards to auto mode being active on the insulin pump was added.

Event description:
It was reported that the insulin pump had a high blood glucose value of 523 mg/dl at the time of the incident. The insulin pump was in auto mode at the time of incident. The customer was hospitalized on (B)(6) 2018. Troubleshooting was performed for under-delivery of insulin and the device will be replaced and returned. Frn-unknown¿reservoir. Unomedical - infusion set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a high blood glucose value of 523 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018. Troubleshooting was performed for under-delivery of insulin and the device will be replaced and returned.

Manufacturer narrative:
(B(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.